Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. The download data indicates that the device ran 46 pulses and then was deactivated before running the second priming sequence. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The user reported there was a needle mechanism failure. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient¿s blood glucose exceeded 250 mg/dl while activating the pod. The needle mechanism did not deploy as intended during activation. A new pod was then activated and applied.